Manufacturer narrative:
Despite three contacts by hill-rom, the non hill-rom technician has not provided the necessary information of what caused the failure and if any parts were replaced in order to resolve the issue. Therefore, hill-rom is unable to determine the cause of the alleged malfunction. According to 7en120115 rev. 7, hill-rom states that the product has an expected life time of 10 years when correctly handled, serviced and periodically inspected in accordance with liko´s instruction. The device manufacturing date is more than 10 years ago. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No further information is available on the repair of the lift at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating that during a lift of a patient from a wheelchair to the shower trolley, the lift strap suddenly released a distance and the sling bar touched the patient's chest. The device was located in the bathroom at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).